Manufacturer narrative:
Age: unk sex: unk weight: unk race: unk ethnicity: unk date of event: unk model #: expiration date unk. Implant date: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens into the patients eye. The lens was rotated 20 degrees but the results were not satisfactory due to the calculations were wrong (calculations were made for the other eye). The lens remained implanted. Additional information has been requested but none has been forthcoming.